Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as iritis." As there was no product returned or lot number provided, no detailed investigation can be performed.

Event description:
A consumer reported experiencing severe pain & discomfort 1 day after being fit with o2optix contact lenses. She reports she was treated for iritis. Several requests have been made for additional info, however, no further info has been provided.